Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician has communication issue with two different patient's generators, a communication error message showed on the screen that request to keep the wand on the generator, this was done but without success. The 9v battery was replaced and checked ok but without resolving the issue. The usb white cable was suspected as the faulty product part. A replacement was requested and sent to the customer. The review of the manufacturing records confirmed that the motion tablet passed all functional tests prior to distribution. Follow up indicated that the customer received the new usb cable. The physician stated that the new usb cable works fine. The return of the suspect usb cable is expected but it has not been received to date. No additional relevant information has been received to date.

Event description:
Further follow up indicated that the facility discarded the suspected device; therefore, no analysis can be performed.